Event description:
The sales representative reported that during surgery in 2008, the ardis implant was positioned on the inserter by the scrub technician properly, yet during the insertion by the surgeon, the implant cracked and there was a small chip. The chip was retrieved and another implant was inserted successfully.

Manufacturer narrative:
Evaluation is pending upon investigation of the product.